Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old patient underwent a breast augmentation revision with two mentor smooth round moderate profile 225cc saline breast prostheses that deflated post-operatively. The deflation was diagnosed using ultrasonography on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with like devices on (B)(6) 2018. The replacement device was also a mentor smooth round moderate profile 225cc saline breast prosthesis (catalog # 3501630, lot # 7455276). The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.15 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline breast implant, catalog # 3501630, lot # 5813064. (B)(4).

Event description:
It was reported that a (B)(6)-year old patient underwent a breast augmentation revision with two mentor smooth round moderate profile 225cc saline breast prostheses that deflated post-operatively. The deflation was diagnosed using ultrasonography on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with like devices on (B)(6) 2018. This medwatch addresses the right-side implant.